Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that staff did not hear alarm sounds occurring for a patient on (B)(6) 2017. The male patient coded and expired on (B)(6) 2017 at 15:05. The customer requested assistance from philips in determining if alarms were on or off and if leads were on or off.

Manufacturer narrative:
The customer contacted the customer care solutions center for troubleshooting support. The customer requested assistance in determining if the alarm were off and if the ECG leads were off. The solutions center clinical specialist assisted the customer in looking at the audit trail remotely and found that the ECG leads were off from 13:55 through 14:8 and then again from 15:01 through 15:07. The biomed reviewed the log with the unit manager. The customer was not questioning the function of the monitor and was satisfied with the results provided. The customer was then contacted for further details. The customer stated that he tested the alarms on the monitor and they were working properly. The device was working properly and he confirmed audio on both the bedside and the central monitor. The customer was provided with information from the audit logs as requested. The customer was satisfied with the results provided. The device remains at the customer site and is considered in use as the customer has indicated he tested the device and it was working properly. The customer reported that staff "did not hear alarms" at a time when alarms were expected. The customer stated that a patient death occurred after the patient coded on (B)(6) 2017 at 15:05 and staff indicated that they did not hear alarms occurring at the monitor. The customer questioned whether alarms were on or off and whether or not the ECG leads were off. The customer received remote support to review audit log data with findings that there were two periods of time where the ECG leads were off. Both were associated with ECG leads off inop alarms. The customer has indicated that testing of the product confirmed proper operation of the product. The biomed is not stating that a malfunction is believed to have occurred; and philips has found no evidence to support that any malfunction occurred. The device is considered to have been a factor based on the fact that staff did not hear the alarms occurring though no malfunction of the device is supported.